Event description:
It was reported that a japanese basal/bolus infusor leaked. It is unknown when the leaking occurred. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. A visual inspection, leak testing and pressure testing were performed. No malfunctions were identified; therefore the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.